Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump arrow button not responding. Customer blood glucose level was unknown. Customer also stated that the up arrow not responding. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. (B)(4).